Event description:
A 3.75 mm diameter x 9 mm length nc sprinter rx dilatation balloon catheter was inserted in a patient for treatment of a mid rca lesion. Vessel morphology was non-tortuous with little calcification and 90% stenosis. It was reported that the nc sprinter was inserted for post dilatation of a driver stent. When the nc sprinter was inflated up to 8 atm; resistance was felt and it was difficult to inflate; the physician attempted to deflate the balloon and it appeared to not fully deflate. The balloon was successfully removed from the patient. A second nc sprinter of the same size was used to complete the case. The patient is reported to be satisfactory and no additional clinical sequelae were reported. Medtronic has received the device and its analysis has been completed. There was no damage noted to the shaft of the device. The balloon bond was necked. The balloon had been inflated. The transition tubing was stretched and damaged. The core wire was bent inside the transition tubing and ended 5cm distal to the guide wire entry port. The proximal balloon weld was necked. The balloon partially inflated at 8 atms, inflation was slow. There was crystalized residue present within the outer inflation lumen. During device evaluation, it was not possible to fully inflate/deflate the balloon possibly due to the necking of the balloon bond or the presence of crystallized residue within the inflation lumen. The stretching of the transition tubing indicates that there may have been some resistance encountered withdrawing the device and that force may have been applied to the device. However, this has not been confirmed. The device was inspected and negative purge completed prior to use with no issues noted. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results:other, unknown why the necking of device occurred.